Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. Battery longevity decrease over the last three months. Safe to disk data was gather and sent to engineering for review. Device was explanted. Device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population. This supplemental report was created to capture, add information and correct on: h6. Impact code h9.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. Battery longevity decrease over the last three months. Safe to disk data was gather and sent to engineering for review. Device was explanted. Device will not be returned. No additional adverse patient effects were reported.